Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer replaced the pressure transducer pcb was faulty. It was replaced which solved the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may led to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. We have not received device logs or replaced part for further analysis and technical investigation. Based on the received information, the root cause to reported problem cannot be determined. A correction of field # d1 brand name, # d4 version or model # and h4 manufacturer date have been done. Unique UDI # has been added. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200.

Event description:
It was reported that there was a pressure transducer issue. There was no patient harm. Manufacturer's reference number: (B)(4).